Event description:
The physician reported that during an aneurysm coiling procedure there was difficulty advancing the coil through the microcatheter. The physician used another coil of a different size, but encountered the same problem. There were no reports of any patient complications.

Manufacturer narrative:
The coil was returned with the microcatheter used during the procedure. The coil and the catheter were returned tangled, and when untangled it was discovered that the pusher wire was detached from the coil and the distal end of the coil was protruding from the distal end of the microcatheter making this a reportable event. There was a kink in the pusher wire at approximately 28cm from the proximal. A 0.0168inch mandrel was advanced through the catheter hub in an attempt to push out the coil but friction was felt at approx 12.5cm from the distal tip. The coil was removed by hand and examined under a microscope. The distal tip of the pusher wire was examined and the detachment gap was intact but the detachment zone was not. The proximal end of the coil was examined; the proximal end of the coil was tangled around the detachment zone and the proximal end was stretched. There was also a stretch in the middle of the coil with the internal suture (which had dried blood on it) exposed on the external suture. The form tip appeared smooth and round. All dimensions that could be measured were found to be within specification. The microcatheter was visually inspected and a tactile test was performed on the catheter shaft. There were three bends in the catheter shaft but these were most likely caused during packaging/transport for investigation. All dimensions that could be measured were found to be within specification. A 0.0168inch mandrel was advanced through the catheter hub and out through the distal tip with ease. A definitive root cause cannot be determined. The most probable cause is that continuous flush was not maintained which led to friction being experienced. The physician may have then used excessive force to advance/retract the coil which led to the coil breaking at the detachment zone, but this cannot be confirmed. The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications.